Event description:
It was reported that there was high impedance of over 10,000 ohms on all electrodes. It was noted that there was a loss of stimulation and therapeutic effect. It was noted that it was not possible to adjust stimulation. It was noted that a replacement of the lead was required. It was noted that there were no further patient symptoms reported and the patient was alive with no injury. Additional information received reported that it was unknown when the exact date the patient started to experience a change in therapeutic effect. It was noted that it was progressive since (B)(6) 2012 and then became totally inefficient since the week before the replacement of the lead. It was noted that the health care professional (hcp) performed impedance testing many times, in particularly during the week before the replacement of the lead. It was noted that it seemed that the lead insulation was damaged. It was noted that the issue was solved be replacement of the lead and the patient was receiving effective therapy.

Manufacturer narrative:
Product ID: 3998, lot# 0206128403, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).